Event description:
It was reported that on (B)(6) 2021, a 12 mm amplatzer septal occluder was chosen for procedure, along with a 9 f amplatzer torqvue delivery system. During procedure, it was found that the device deployed as a cobra deformation. The device was removed from the patient and the physician attempted to soften the device before attempting to deploy it a second time. However, the problem persisted, so a 20 mm amplatzer septal occluder was used instead to successfully close the defect. It was also mentioned that there was an improper shape of the device that had been observed after the device was taken out of the box. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Additional information received that the 12 mm amplatzer septal occluder was observed to be an improper shape after the device was taken out of the box and removed from the sterile packaging. It was also reported that after the device was removed from the patient, the physician attempted to soften the device before attempting to deploying it again several times.

Manufacturer narrative:
The reported event of the device deploying in a cobra conformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the instruction for use, artmt600034451 revision c "caution: do not release the device from the delivery cable if the device does not conform to its original configuration or if device position is unstable or interferes with any adjacent cardiac structure (such as svc, pv, mv, cs, ao). Advance the delivery sheath to recapture the device and redeploy. If the device position is still unsatisfactory, recapture the device and replace it with a new device or abort the procedure."